Manufacturer narrative:
The mg2 reagent lot number was 75024001 with an expiration date of 30-jun-2025. The field service engineer (fse) replaced the reagent probe and performed reagent probe adjustments. The rinse station and main water pressure were adjusted. The fluidic levels were checked and adjusted. Calibration was last performed on 10-apr-2024 and was acceptable. Qc was acceptable. An "abnormal aspiration" alarm was observed on the alarm trace data. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned the results for roche diagnostics magnesium reagent (mg2), creatine, and alt for multiple patient samples tested on a cobas pure instrument. The customer provided examples of discrepant results for 2 patient samples tested for mg2. Patient 1 initial result was 3.2 mg/dl. The repeat result was 2.3 mg/dl. Patient 2 initial result was 2.9 mg/dl. The repeat result was 2.0 mg/dl. The samples were repeated as the initial results did not correspond to the patient¿s clinical history. The repeat results were believed to be correct. The questionable results were not reported outside of the laboratory.